Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered sp 3.7mm 12m m hexagon (spmb12) was returned for investigation. Visual inspection of the as returned product identified that the vial is missing the implant mount. The cap was noted to already be opened. Device history record (DHR) review was completed for the subject lot number 64042414. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (64042414) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Implant date unknown / not provided. PMA/510(k) number: k011245 and k002188.

Event description:
It was reported that at the time of opening the implant, doctor realized that there was no mount. No injury was caused to the patient as a result of this event, procedure was completed.